Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Three of the reported devices had no product/lot codes provided and cannot be investigated further. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
Update (B)(4) 2013; email from affiliate: 'he further clarified that the patient presented with pain.